Event description:
It was reported that the right ventricular (rv) lead had oversensing / noise per the clinic. The lead was removed and not replaced as the system was downgraded. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned in segments and analyzed. Analysis revealed that the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: (B)(4) ICD, implanted: (B)(6) 2011. (B)(4).